Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded an arrhythmia, the source of which was difficult to identify. The patient became syncopal during this episode and two shocks did not convert the arrhythmia. It eventually converted on its own. Additionally, this ICD delivered anti-tachycardia pacing (atp) for an arrhythmia which was then accelerated into the ventricular fibrillation (vf) zone.